Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that while connecting the tubing to the patient's intravenous line, it cracked and the spin collar fell apart. The event occurred in pediatric plastic surgery unit. Although requested, additional information was not provided.